Event description:
The surgeon inserted the cc4204a +18.0 diopter single piece collamer lens and the lens tore upon insertion. The lens was removed without any patient injury and discarded. Another same model lens was implanted. The cause of the event was unknown.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4)- no known consequences or impact to the patient. Torn material. Evaluation method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion - (unable to confirm): based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).